Event description:
Boston scientific received information that three days after this transvenous lead was implanted, the patient presented at the hospital with increased shortness of breath. It was determined that the rv lead had perforated the pericardium. There was a surrounding hematoma in the pericardium as a result. Surgical intervention was performed and the perforation was confirmed. The helix was cut off from the electrode tip and the lead was capped and surgically abandoned. An epicardial lead will be placed instead. The patient is currently in the intensive care unit and it not doing well at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As the lead was surgically abandoned, it will not be returned and technical analysis of the lead will not be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.